Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 3 pm. The patient reported blood glucose results of ¿280 mg/dl¿ with the subject meter and ¿150 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual management routine. Immediately after the start of the alleged issue, the patient claimed she felt symptoms of hot, dizzy and quicker heart beat which she associated with low blood glucose. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit measurement and an approved sample site was used for testing. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.